Event description:
A medtronic representative reported that, while in a cranial procedure, a posterior tumor resection, the surgeon had two failed attempts with tracer registration. It was noted that the patient weighted (B)(6). The surgeon proceeded to pointmerge registration, using fiducials, and was unsuccessful twice; then performed a successful pointmerge registration complementing with anatomical landmarks. After bringing in a microscope, and proceeding to navigation, the camera stopped tracking the scope probe. The camera was moved, the scope probe re-verified and the case continued. It was later reported that the navigation system stopped navigating or tracking the instrument. The surgeon opted to complete the procedure without the use of the navigation system and instead used ultrasound to localize the tumor. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Patient information now provided. Correction: male was inadvertently selected. Patient was female. Correction: weight was initially reported incorrectly. Patient weighted (B)(6) lbs. (B)(4) 2014 - a medtronic representative performed a navigation system check-out and navigation system planned maintenance (pm), all areas passed. A software investigation was completed. Investigation was unable to determine root cause without further information since the behavior cannot be replicated.